Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Medwatch (mw5087230).

Event description:
User facility medwatch (mw5087230) report received that states: armada 18 balloon failed to deflate in a superficial femoral artery during a routine angiogram. This led to clot formation in the lower leg requiring tpa [tissue plasminogen activator] infusion, thrombectomy, repeat procedure and overnight hospitalization. Per surgeon, he has not come across this issue in the past. After about 10-13 mins, the balloon deflated. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. As it was determined that this is a duplicate event of (B)(4), no investigation for this event is required. All follow-up investigation will be captured under (B)(4).

Event description:
Subsequent to the previously filed report, it was determined that this event is a duplicate of (B)(4) and was previously filed under MFR #2024168-2019-10099-00.